Event description:
In 2002, a vertebral plasty of t-11 was performed for a t-11 compression fracture on a pt. Cook osteo-site bone biopsy needle was used during the procedure and upon attempted withdrawal the blue t-handle broke from the cannula. Removal instrumentation was obtained from the or and the cannula was removed successfully without any injury to the pt. The pt was discharged in satisfactory condition.